Event description:
It was reported that the patient reported to the ER/urgent care/clinic visit due to left arm swelling and received a left arm ultrasound. The patient had developed left axillary and subclavian vein thrombosis. The lead remains in use. No further patient complications have been reported as a result of this event. It was noted that the patient is part of the system longevity study.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitants continued: (B)(4), implantable defibrillator 2012 (B)(6). (B)(4).